Event description:
The following has been reported: the device beeps continuously after switching on. Fault diagnosed in faulty keyboard. After replacing the top cover with the keyboard, the device is functional and safe to operate. Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.